Event description:
The customer reported that the system exhibited communication errors. Further info was received from the field engineer indicating that the system locked up. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The boards and connectors were reseated during the service call. The systems interface pcb was also replaced during the service event due to errors seen in the error log. The system was tested and found to be working as intended and put back into service.